Event description:
The pt was undergoing a right leg arthrectomy, angioplasty and stent placement in operating room. The wingman .018" x 150 cm crossing catheter (ref#wgm18150us, lot #1602034, manufactured by (B)(4)) failed to retract during use. It was working good when tested beforehand. No harm to pt. (B)(4).